Event description:
The customer reported obtaining erroneously high neutrophil and eosinophil results for two (2) patients, over two (2) separate days, from the coulter lh 750 hematology analyzer. The customer repeated the samples on either the original lh 750 analyzer or on an alternate lh 500 hematology analyzer, and obtained discrepant results which the customer considered correct. The customer stated that there were no instrument flags on both initial runs which were considered incorrect. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer performed a slide review on both samples and noted that the neutrophil and eosinophil results did not correspond with the initial results. This report references the event which occurred on (B)(6) 2014. Please refer to medwatch report #1061932-2014-00641 for the report of the event which occurred on (B)(6) 2014. Beckman coulter reviewed the provided data and noted that the patient results obtained on (B)(6) 2014 recovered lower absolute neutrophil and higher absolute eosinophil results, without instrument-generated flags, when compared with the rerun results which were considered correct. Actual instrument printouts were not provided for the initial run results which were considered erroneous. The customer also stated that there were no eosinophils found on the manual smear review of the patient sample. However, the customer did not provide the manual results or raw data for review.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and verified there were no issues with all pinch valves. The fse cleaned the shear valve and replaced the differential sample line to resolve the issue. There have been no further issues reported by the customer following the service actions performed by the fse. In conclusion, failure mode of the discrepant results is likely attributed to the differential sample line which was replaced by the fse. All related medwatch reports associated with this event: 1061932-2014-00641, 1061932-2014-00642.